Event description:
It was reported that a patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock while the device was programmed to the primary sensing vector at 1x gain. Analysis indicated that the inappropriate therapy was due to myopotential oversensing and low signal amplitudes. It was additionally noted that the patient has experienced significant weight gain. Technical services (ts) was consulted, reviewed the device data, and confirmed the inappropriate therapy. Ts recommended obtaining x-rays to verify system placement and provided alternative programming options. At this time, the electrode remains in service. No adverse patient effects were reported.